Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating a test failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The remote service engineer (rse) confirmed (B)(6) dfm100 capacitance assy needs to be replaced. The field service engineer (fse) replaced the (B)(6) dfm100 assy capacitance to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.